Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device failed self-test and has a cracked case. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the upper and lower cases were broken. It was also noted that the liquid crystal display (lcd) lens, side bail covers and battery drawer were broken, the ring cover was contaminated and the keyboard was scratched.